Manufacturer narrative:
(B)(4). Suction coagulator, part number w00082 was received by the supplier for investigation. Two devices w00082, lot number unknown were returned. We have reviewed the returned product and associated device history records pertaining to this part number and lot number w82l61. Although the lot number is unknown per your feedback we believe the lot number is w82161 based upon purchase history to teleflex. The two returned units were visually inspected and electrically tested and found to be satisfactory. Based on the satisfactory results it can be concluded that the complaint units functioned as intended and met all production specifications. As with all electrosurgical devices, proper grounding and caution in activation is necessary to avoid unintended electrical contact. Due to the lack of details provided by the customer, it is not possible to determine the cause of the complaint. However, because the returned complaint units function properly, a likely cause would be user error. We recognize your feedback and will continue to monitor for trends. This complaint is considered closed.

Event description:
It was reported that the mouth of a patient was burned during an oral procedure. The patient's condition is not known at this time.

Manufacturer narrative:
(B)(4). Result code: there is no appropriate result code. The device history review could not be conducted since the lot number was not provided. The customer returned one unit coag suct tube disp w/stylt 6 10/bx for investigation. The device was visually examined with and without magnification. Visual examination revealed that the product appears used. No other defects or anomalies were observed. A dimensional inspection was not required as a part of this complaint investigation. The received sample has been sent to the supplier for further investigation. Once the results of the investigation are received, the complaint will be updated to include the findings. The root cause is unknown at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the mouth of a patient was burned during an oral procedure. The patient's condition is not known at this time.